Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the amount requested to issue was set as zero. The technical support specialist informed that the pharmacy needs to edit the request to amount needed or customer need to wait for the request to expire to request again. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medbank system the user was not able to issue a medication to the patient as the system was stating the quantity zero. However, there were no adverse events or injuries reported based on this event.